Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 3.5 x 12 mm rx multi-link 8 referenced is being filed under a separate medwatch report.

Event description:
It was reported the procedure was to treat an eccentric lesion with moderate tortuosity, moderate calcification and 75% stenosis in the proximal/mid left anterior descending (lad) coronary artery. After the lesion was pre-dilated with a non-abbott balloon catheter at 10 atmospheres (atm) and was confirmed dilated enough by intravascular ultrasound(ivus), a 3.5 x 28 mm mult-link 8 stent delivery system (sds) was advanced to the target lesion in the mid lad. The stent was implanted at 10 atm with no issues, but the proximal part of the stent was found not dilated enough. Additional dilatation was performed with the sds, and the stent was dilated enough; however, when the sds was retracted, it met resistance with the stent and could not be removed easily. The sds was finally removed from the stent by using the guiding catheter, which was inserted deeper near the implanted stent. Then, a 3.5 x 12 mm multi-link 8 sds was advanced and the stent was implanted by overlapping stents without issue. When the 3.5 x 12 mm multi-link 8 sds was retracted from the stent, there was also resistance felt. However, it could be removed without manipulating the guiding catheter. The procedure was successfully completed. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual and functional inspection was performed on the returned device. The reported difficult to remove could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficult to remove.